Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Based on the lot 299157 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for the components mp-0321 & mp-0489 were obtained. Records reviewed showed that there were no functional issues on the molded components involved in this complaint: customer complaint cannot be confirmed, based only on the information provided , to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. A CAPA file (B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by (B)(4)). According to the CAPA investigation so far, the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor could not connect to the oxygen flowmeter.

Manufacturer narrative:
(B)(4). Lot number corrected to 074157. Expiration date corrected to 02/28/2019. The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor could not connect to the oxygen flowmeter.